Manufacturer narrative:
One magnum trispike cup 52odx46id and one m2a-magnum mod hd sz 46mm were returned and evaluated. Upon visual inspection there is visible scuffing inside of the cup and on the outside of the head. There is no further damage to the device. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant products: taperloc femoral stem: catalog#: 14-103204. M2a magnum taper adapter: catalog#: 139252, lot#: 556270. M2a magnum acetabular cup: catalog#: us257852, lot#: 308340. It has been indicated that the product will not be returned to zimmer biomet, as its location is unknown. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined, as the device was not returned for evaluation. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 2 of 3 mdrs filed for the same patient reference: 0001825034-2015-02191 / 0001825034-2016-05451.

Event description:
Legal counsel for patient reported that patient's left hip was revised 6 years post-implantation due to allegations of acetabular cup loosening and elevated metal ion levels. The modular head, acetabular cup and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in operative report noted malpositioning of the acetabular cup and elevated metal ion levels. The operative report also indicated some acetabular defects, as well as bone grafting of a cyst.